Event description:
Event description cpi received information that this transvenous defibrillation lead sustained a fractured rate-sense terminal pin. It was explanted and returned for analysis, along with the atrial pacing lead. There was no allegation against the atrial lead, which had been implanted for 8 years.